Event description:
The target lesion initially reported as located in the ostium of the left internal carotid and now corrected to be located in the proximal left internal carotid.

Event description:
(B) (4). Same case as: 2134265-2010-02493. It was reported that post a carotid stenting procedure, the patient experienced a transient ischemic attack (tia). The 90% stenosed target lesion located in the left internal carotid was 10mm long with a reference vessel diameter of 5 cm. During the index, the lesion was treated with a filterwire and a placement of a carotid wallstent. Predilation was performed. Residual stenosis was 0%. The patient was discharged 1 day later. In (B) (6) 2010, the patient experienced a tia. No action was taken and the event was considered resolved without residual effects.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Manufacturer narrative:
(B)(4).